Event description:
A pharmacist reported to baxter (B)(4) of a baxter administration set that had tubing separated from the chamber during the priming step. There was no patient involved or medical intervention necessary. No other information available.

Manufacturer narrative:
(B)(4). An actual sample was sent to the plant for an evaluation. Visual inspection revealed that the tube was disconnected from the chamber. The assignable root cause of this condition was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.